Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that there was no insulin flow through the pn 32g 4mm 5b xtw easyflow la during the flow test. The following information was provided by the initial reporter, translated from portuguese to english: "she reports that her mother uses insulin and in the informed batch, she visualized 3 clogged needles. She verified the possible quality deviation as soon as he performed the flow test and there was no insulin ejection. She also mentions that two needles were bent in the same batch. His mother visualized the deviation as soon as she removed the needles from the abdomen after insulin was applied."